Event description:
It was reported to resmed that a patient using an astral device expired. It was reported that prior to the incident, the patient stated the device was allegedly not working. The device was removed from the patient, patient was placed on a different device, then patient was manually ventilated. However, the patient continued to deteriorate.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the device was manually stopped and powered off hours before the reported incident. Therefore, at the time of the reported incident, the device was not in use on the patient. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).